Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("unusual periods") and high risk pregnancy ("high risk pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, menstrual disorder and high risk pregnancy outcome was unknown. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, high risk pregnancy, menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), uterine perforation ('essure device noted to be protruding from posterior surface of uterus') and device dislocation ('essure that was subserosal at the level of the fundus of the uterus.') In a 27-year-old female patient who had essure (batch no. 834801) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "she had not performed were undergone essure confirmation test" and device difficult to use "were you advised of any". The patient's medical history included feeling abnormal. Intrauterine gestational sac can be identified in the adnexa,no peripheral vision. Previously administered products included for an unreported indication: depo-provera from 2009 to (B)(6) 2012. Concurrent conditions included c-section since (B)(6) 2015, multigravida, parity 4 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2013, (B)(6) 2015)), bleeding breakthrough and tobacco user. Concomitant products included antibiotics since 2013, hydrocodone bitartrate;paracetamol (vicodin) from 2014 to 2015, ibuprofen, oxycodone hydrochloride;paracetamol (percocet) since 2013 and prednisone. In 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/unusual bleeding,//unusual bleeding"), abdominal pain lower ("cramping/cramping "), dysmenorrhoea ("severe menstrual pain/severe menstrual pain") and dyspareunia ("pain during intercourse./pain during intercourse"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy/unintended pregnancy,/unintended pregnancy") and experienced menstrual disorder ("unusual periods"). On (B)(6) 2015, the patient experienced pre-eclampsia ("preeclampsia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdomen pain") and polymenorrhoea ("multiple menstrual cycles a month") and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, menstrual disorder, high risk pregnancy, abdominal pain lower, dysmenorrhoea, dyspareunia, pre-eclampsia, back pain and abdominal pain outcome was unknown and the polymenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the children's' health. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, high risk pregnancy, menstrual disorder, pelvic pain, polymenorrhoea, pre-eclampsia, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: she indicated that she has difficult pregnancies and does not want to subject her body to being pregnant again. She stated that she has constant sickness and pain during pregnancy. Left coil was (B)(6) 2013(left coil) approximately, (B)(6) 2013(right coil) diagnostic results: single live intrauterine pregnancy corresponding to 9 weeks 0 days by crownrump. Length, 152 beats per minute. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter's information added.rcc added.lot no. Added. Event:essure device noted to be protruding from posterior surface of uterus and essure that was subserosal at the level of the fundus of the uterus. Were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), uterine perforation ('essure device noted to be protruding from posterior surface of uterus') and device expulsion ('essure that was subserosal at the level of the fundus of the uterus.') In a 27-year-old female patient who had essure (batch no. 834801-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "she had not performed were undergone essure confirmation test" and device difficult to use "were you advised of any". The patient's medical history included feeling abnormal. Intrauterine gestational sac can be identified in the adnexa,no peripheral vision. Previously administered products included for an unreported indication: depo-provera from 2009 to july 2012. Concurrent conditions included c-section since (B)(6) 2015, multigravida, parity 4 ( (B)(6) 2005, (B)(6) 2009, (B)(6) 2013, (B)(6) 2015)), bleeding breakthrough and tobacco user. Concomitant products included antibiotics since 2013, hydrocodone bitartrate;paracetamol (vicodin) from 2014 to 2015, ibuprofen, oxycodone hydrochloride;paracetamol (percocet) since 2013 and prednisone. In 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/unusual bleeding,//unusual bleeding"), abdominal pain lower ("cramping/cramping "), dysmenorrhoea ("severe menstrual pain/severe menstrual pain") and dyspareunia ("pain during intercourse./pain during intercourse"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy/unintended pregnancy,/unintended pregnancy") and experienced menstrual disorder ("unusual periods"). On (B)(6) 2015, the patient experienced pre-eclampsia ("preeclampsia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdomen pain") and polymenorrhoea ("multiple menstrual cycles a month") and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation, device expulsion, genital haemorrhage, pregnancy with contraceptive device, menstrual disorder, high risk pregnancy, abdominal pain lower, dysmenorrhoea, dyspareunia, pre-eclampsia, back pain and abdominal pain outcome was unknown and the polymenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the children's' health. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, high risk pregnancy, menstrual disorder, pelvic pain, polymenorrhoea, pre-eclampsia, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: she indicated that she has difficult pregnancies and does not want to subject her body to being pregnant again. She stated that she has constant sickness and pain during pregnancy. Left coil was (B)(6) 2013(left coil) approximately, (B)(6) 2013(right coil) . Diagnostic results: single live intrauterine pregnancy corresponding to 9 weeks 0 days by crownrump. Length, 152 beats per minute. Lot number reported (834801) is inv. Most recent follow-up information incorporated above includes: on 15-oct-2020: update of information (batch is inv). Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), uterine perforation ('essure device noted to be protruding from posterior surface of uterus') and embedded device ('essure that was subserosal at the level of the fundus of the uterus.') In a 27-year-old female patient who had essure (batch no. 834801-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not performed were undergone essure confirmation test", device difficult to use "were you advised of any" and device ineffective "device ineffective". The patient's medical history included feeling abnormal. Intrauterine gestational sac can be identified in the adnexa,no peripheral vision. Previously administered products included for an unreported indication: depo-provera from 2009 to (B)(6) 2012. Concurrent conditions included c-section since (B)(6)2015, multigravida, parity 4 ((B)(6)2005, (B)(6)2009, (B)(6)2013, (B)(6)2015)), bleeding breakthrough and tobacco user. Concomitant products included antibiotics since 2013, hydrocodone bitartrate;paracetamol (vicodin) from 2014 to 2015, ibuprofen, oxycodone hydrochloride;paracetamol (percocet) since 2013 and prednisone. In 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/unusual bleeding,//unusual bleeding"), abdominal pain lower ("cramping/cramping "), dysmenorrhoea ("severe menstrual pain/severe menstrual pain") and dyspareunia ("pain during intercourse./pain during intercourse"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy/unintended pregnancy,/unintended pregnancy") and experienced menstrual disorder ("unusual periods"). On (B)(6)2015, the patient experienced pre-eclampsia ("preeclampsia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure that was subserosal at the level of the fundus of the uterus."), back pain ("back pain"), abdominal pain ("abdomen pain") and polymenorrhoea ("multiple menstrual cycles a month") and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, uterine perforation, embedded device, device expulsion, genital haemorrhage, pregnancy with contraceptive device, menstrual disorder, high risk pregnancy, abdominal pain lower, dysmenorrhoea, dyspareunia, pre-eclampsia, back pain and abdominal pain outcome was unknown and the polymenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, high risk pregnancy, menstrual disorder, pelvic pain, polymenorrhoea, pre-eclampsia, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: she indicated that she has difficult pregnancies and does not want to subject her body to being pregnant again. She stated that she has constant sickness and pain during pregnancy. Left coil was (B)(6)2013(left coil) approximately, (B)(6)2013(right coil). Diagnostic results: single live intrauterine pregnancy corresponding to 9 weeks 0 days by crownrump length, 152 beats per minute. Lot number reported (834801) is inv. Amendment: the report was amended for the following reason: following company internal review, the event "essure that was subserosal at the level of the fundus of the uterus" was split and recoded to embedded device and device expulsion. No new follow-up information was received from the reporter. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), uterine perforation ('essure device noted to be protruding from posterior surface of uterus') and embedded device ('essure that was subserosal at the level of the fundus of the uterus.') In a 27-year-old female patient who had essure (batch no. 834801-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not performed were undergone essure confirmation test", device difficult to use "were you advised of any" and device ineffective "device ineffective". The patient's medical history included feeling abnormal. Intrauterine gestational sac can be identified in the adnexa,no peripheral vision. Previously administered products included for an unreported indication: depo-provera from 2009 to (B)(6) 2012. Concurrent conditions included c-section since (B)(6) 2015, multigravida, parity 4 (B)(6) 2005, (B)(6) 2009, (B)(6) 2013, (B)(6) 2015)), bleeding breakthrough and tobacco user. Concomitant products included antibiotics since 2013, hydrocodone bitartrate;paracetamol (vicodin) from 2014 to 2015, ibuprofen, oxycodone hydrochloride;paracetamol (percocet) since 2013 and prednisone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/unusual bleeding,//unusual bleeding"), abdominal pain lower ("cramping/cramping "), dysmenorrhoea ("severe menstrual pain/severe menstrual pain") and dyspareunia ("pain during intercourse./pain during intercourse"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("unintended pregnancy/unintended pregnancy,/unintended pregnancy") and experienced menstrual disorder ("unusual periods"). On (B)(6) 2015, the patient experienced pre-eclampsia ("preeclampsia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure that was subserosal at the level of the fundus of the uterus."), back pain ("back pain"), abdominal pain ("abdomen pain") and polymenorrhoea ("multiple menstrual cycles a month") and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine perforation, embedded device, device expulsion, genital haemorrhage, pregnancy with contraceptive device, menstrual disorder, high risk pregnancy, abdominal pain lower, dysmenorrhoea, dyspareunia, pre-eclampsia, back pain and abdominal pain outcome was unknown and the polymenorrhoea had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, high risk pregnancy, menstrual disorder, pelvic pain, polymenorrhoea, pre-eclampsia, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: she indicated that she has difficult pregnancies and does not want to subject her body to being pregnant again. She stated that she has constant sickness and pain during pregnancy. Left coil was (B)(6) 2013(left coil) approximately, (B)(6) 2013(right coil). Diagnostic results: single live intrauterine pregnancy corresponding to 9 weeks 0 days by crownrump length, 152 beats per minute. Lot number reported (834801) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding/unusual bleeding,") and pregnancy with contraceptive device ("unintended pregnancy/unintended pregnancy,") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "she had not performed were undergone essure confirmation test" and device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes, her second coil be implanted at a different time.". The patient's past medical history included feeling abnormal. Intrauterine gestational sac can be identified in the adnexa, no peripheral vision. Previously administered products included for an unreported indication: depo-provera from 2009 to (B)(6) 2012. Concurrent conditions included c-section since (B)(6) 2015, multigravida, parity 4 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2013, (B)(6) 2015)), bleeding breakthrough and tobacco user. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("unusual periods"). On (B)(6) 2015, the patient experienced pre-eclampsia ("preeclampsia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), high risk pregnancy ("high risk pregnancy"), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse."), menstruation irregular ("having multiple menstrual cycles each month."), back pain ("back pain") and abdominal pain ("abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, menstrual disorder, high risk pregnancy, abdominal pain lower, dysmenorrhoea, dyspareunia, pre-eclampsia, back pain and abdominal pain outcome was unknown and the menstruation irregular had resolved. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, high risk pregnancy, menstrual disorder, menstruation irregular, pelvic pain, pre-eclampsia and pregnancy with contraceptive device to be related to essure. The reporter commented: she indicated that she has difficult pregnancies and does not want to subject her body to being pregnant again. She stated that she has constant sickness and pain during pregnancy. Diagnostic results: single live intrauterine pregnancy corresponding to 9 weeks 0 days by crownrump length, 152 beats per minute. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet and mr received, new reporter, patient demographic information, patient relevant information lab data ,essure indication , start date and event cramping, severe menstrual pain , pain during intercourse , she had not performed were undergone essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("heavy bleeding/unusual bleeding,//unusual bleeding") and pregnancy with contraceptive device ("unintended pregnancy/unintended pregnancy,/unintended pregnancy") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "she had not performed were undergone essure confirmation test" and device difficult to use "were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes, ,her second coil be implanted at a different time." The patient's past medical history included feeling abnormal. Intrauterine gestational sac can be identified in the adnexa,no peripheral vision. Previously administered products included for an unreported indication: depo-provera from 2009 to july 2012. Concurrent conditions included c-section since (B)(6) 2015, multigravida, parity 4 (B)(6) 2005, (B)(6) 2009, (B)(6) 2013, (B)(6) 2015), bleeding breakthrough and tobacco user. Concomitant products included ibuprofen, metronidazole (flagyl) since 2013, oxycocet (percocet) since 2013, prednisone and vicodin from 2014 to 2015. In 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/cramping "), dysmenorrhoea ("severe menstrual pain/severe menstrual pain") and dyspareunia ("pain during intercourse./pain during intercourse"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("unusual periods"). On (B)(6) 2015, the patient experienced pre-eclampsia ("preeclampsia"). On an unknown date, the patient experienced high risk pregnancy ("high risk pregnancy"), back pain ("back pain"), abdominal pain ("abdomen pain") and polymenorrhoea ("multiple menstrual cycles a month"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, menstrual disorder, high risk pregnancy, abdominal pain lower, dysmenorrhoea, dyspareunia, pre-eclampsia, back pain and abdominal pain outcome was unknown and the polymenorrhoea had resolved. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, high risk pregnancy, menstrual disorder, pelvic pain, polymenorrhoea, pre-eclampsia and pregnancy with contraceptive device to be related to essure. The reporter commented: she indicated that she has difficult pregnancies and does not want to subject her body to being pregnant again. She stated that she has constant sickness and pain during pregnancy. Left coil was (B)(6) 2013(left coil) approximately, (B)(6) 2013(right coil). Diagnostic results: single live intrauterine pregnancy corresponding to 9 weeks 0 days by crownrump. Length, 152 beats per minute. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received: event irregular menses replaced with multiple menstrual cycles a month were added and its outcome was updated. Concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.